Event description:
Customer's mother reported that the insulin pump continuously turns off and the customer is forced to change batteries. Customer also received multiple battery out limit alarms during normal use. Customer's blood glucose reading at the time of the call was 78 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No unexpected off no power anomaly or battery out limit alarms were noted. The insulin pump was received with a slightly corroded battery cap contact. The insulin pump was received with a cracked case at display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.